Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, displacement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures and bilateral breast implant displacement, post-procedure. The patient had a CT scan and also consulted with a medical professional. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 19, 2021, mentor received additional information indicating that the patient initially self-diagnosed the implant ruptures during work when as they ruptured. It was also mentioned that the patient was still in the hospital but it was not made clear what the reasoning for this hospital stay. If clarifying information is made available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient also experienced bilateral breast pain, post-procedure. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7734091 sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9482015 sn: (B)(6). On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On february 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the gel mod-rnd 275cc breast implant was found to be ruptured. The implant was received in two (2) parts. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).